Event description:
It was reported that the insulin pump had a black screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display during testing. Problem isolated to the liquid crystal display.